Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the tissue injury. The recurrent mitral regurgitation (mr) appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The hospitalization was a result of case-specific circumstances. In addition, the report poor image resolution was due to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, and prolonged hospitalization it was reported that this was a mitraclip procedure to treat mixed or degenerative mitral regurgitation (mr) with a grade of 3+. It was noted previous coronary artery bypass graft (CABG), refractory heart failure, and imaging was challenging during the procedure and resulted in the mitral valve not properly assessed. On (B)(6) 2021, three clips were successfully deployed, reducing mr to 1+. Then the next day mr increased back to 3+. Imaging showed the clip stable on both leaflets; however, a partial tearing of the anterior mitral leaflet was observed. The patient remained hospitalized. On (B)(6) 2021, a decision was made not to implant another clip due to the previous clips were stable and there was no space to implant a fourth clip. The recurrent mr and torn leaflet were not treated. No additional information was provided.